Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an increase in shock impedance from 50 ohms to 110 ohms and then 126 ohms. Defibrillation threshold (dft) testing was performed where each shock exhibited within range impedance measurements. Painless shock impedance post dft testing was 129 ohms. The physician opted to increase the remote home monitoring shock impedance alert to 150 ohms and monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an increase in shock impedance from 50 ohms to 110 ohms and then 126 ohms. Defibrillation threshold (dft) testing was performed where each shock exhibited within range impedance measurements. Painless shock impedance post dft testing was 129 ohms. The physician opted to increase the remote home monitoring shock impedance alert to 150 ohms and monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that the shock lead impedance on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system had risen 50 ohms, up to 126 ohms which was high out of range. The physician performed a defibrillation threshold (dft) test with success on the 41 joule shock and 36 joule shock. Afterwards, the shock impedance limit was reprogrammed to 150 ohms. Later, this ICD and rv lead were explanted due to the high shock impedances. It was observed that the lead had calcification on it. A new ICD and lead were successfully placed. No additional adverse patient effects were reported.